Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. It was noted that the pump was used beyond the 8-day design life. The device was not received for evaluation. The root cause of the pump stop was unable to be determined as no product was returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On day 12 of support, the physician observed a pump stop. The pump was able to be restarted. The patient continued on support until the device was successfully weaned.